Event description:
It was reported that during an unknown procedure , the teflon pad of the device got partially detached. The case was completed by using another. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported .

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.